Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-jul-2023, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the admit discharge transfer (adt) messages were not coming through to all devices. A technical support specialist dialed into the server and initially noticed intermittent carefusion coordination engine (cce) delays and disconnected flags. Multiple services were restarted and the cce interface services utility was redeployed, after which the cce interface no longer appeared disconnected. Further investigation and follow up with the customer confirmed that the issue was related to a firewall enabled on another server, which was subsequently resolved. The customer later confirmed normal message flow and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, admit discharge transfer (adt) messages not coming through to all devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.